Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies. The analysis found that there were no defects, wear and tear or damage noted, however, the light engine required cleaning, calibration and a new socket as well as a series of components which were replaced. The reported event was confirmed. It is unlikely that the issue is related to manufacturing problem since the unit was manufactured on august 27, 2018 which indicates that the issue would have presented in earlier procedures if the cause was traced to a manufacturing problem. Although the number of procedures/recycles of the unit are unknown, handling during use and reprocessing over time likely contributed to the event. Therefore, the most probable cause of this complaint is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6), 2020. According to the complainant, prior to the procedure, the light source of the spyglass ds controller was not working. Reportedly, the light brightness control buttons were pressed and power cord cables were connected tightly; however, they were not able to adjust the brightness of the control buttons. The ercp was completed; however, the cholangioscopy portion of the procedure was not completed due to this event and needed to be rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2020. According to the complainant, prior to the procedure, the light source of the spyglass ds controller was not working. Reportedly, the light brightness control buttons were pressed and power cord cables were connected tightly; however, they were not able to adjust the brightness of the control buttons. The ercp was completed; however, the cholangioscopy portion of the procedure was not completed due to this event and needed to be rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.